Event description:
The pt had a temporary, non-tunnelled 11.5 fr, 19.5 cm dialysis catheter and was recieving continuous veno-venous hemodialysis (cvvhd) through it. The rn and md outside the room heard a popping sound. They went into the room to see that the catheter tip had disconnected from the catheter. This occurred at the base of the catheter, not at the normal hub. Blood was being released, the patient's line was no longer sterile and the rn immediately placed her finger over the hub to prevent air embolism. The patient was turned on his left in trendelenberg position, but was not symptomatic for air embolism. The catheter was then pulled and replaced. There is a photo available. We checked additional 11.5 fr. X 18.5 cm and 11.5 fr x 16 cm catheters and they were easy to disconnect at the base of the catheter which is a safety concern. The MFR will file a quality improvement (qi) report.